Event description:
It was reported to vyaire medical that while the vela ventilator was running, "high pip" (peak inspiratory pressure), "low pip", "high peep" (positive end-expiratory pressure), "high rate" and "xdcr fault" (transducer fault) alarms occurred. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device has not been returned. Therefore, no root cause or analysis will be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.